Manufacturer narrative:
Actual device involved in incident was evaluated, visual examination. Note: the reported complaint was confirmed. The root cause was attributed to component failure.

Event description:
.